Manufacturer narrative:
The cable was returned; however, the issue was found to be related to the icp express, not the cable. The cable is considered a concomitant device, and not a contributor to the reported issue. The cable was returned to the customer. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2016-10051 for information regarding the additional device (icp express) reported in this complaint.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Unit error '-99' ? Error with grey cable unit could not be zeroed. On (B)(6) 2016 per affiliate: there was no injury to the patient reported. Please find attached an updated case form with serial number for the icp express. The icp express cable is also available for return. On (B)(6) 2016 per affiliate: "the product specialist noted in the report that same like device was used to manage the problem during the procedure. A total of 35 mins is the time the rep indicated the delay for."